Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event. This event occured in (B)(6). Device not return to manufacturer.

Event description:
Laser fiber broke during flexible ureteroscopy. "No harm was caused to the patient and no parts of the products were left inside the patient."

Manufacturer narrative:
Analysis of the fiber revealed a fiber broken in two pieces, one large with the connector and one small piece of fiber with a chipped and slightly longer than specification distal tip. The fiber rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on 06/10/2016. Also, the fiber rfid scan indicated that the fiber had laser energy transmitted through it for just over 3.5 minutes at 10 watts (1000 mj at 10 hz) while out in the field. Based on the location of the break at the point where the fiber would exit the flexible ureteroscope, it is unclear why the fiber broke during use. It is also unknown why the complainant indicated the incident date as 11/24/2016 as the fiber that was sent for evaluation had a different last usage date of 10/25/2016 which was inconsistent with this claim. After distal tip reprocessing, the larger section of fiber with the connector was capable of transmitting laser energy within dornier specifications and did not break while under the minimum bend radius of 7mm. Since the fiber tested to meet specifications during production, was confirmed to have transmitted laser energy out in the field and was found capable of function during evaluation, the cause of the break is unable to be determined. It can be assumed that during evaluation testing that it is very unlikely there were any manufacturing faults with the fiber. This event occured in (B)(6).

Event description:
Laser fiber broke during flexible ureteroscopy. "No harm was caused to the patient and no parts of the products were left inside the patient."